Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 53 mg/dl and the insulin pump kept going into threshold suspend during the night but her blood glucose was 117 mg/dl. Current blood glucose is 231 mg/dl. Customer stated that sensor and blood glucose readings have been 60 to 130 points apart. Customer was advised to change the sensor and the product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.